Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit alarmed autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information:e1(event site state-bangkok, event site postal code -(B)(6). A getinge field service engineer (fse) evaluated the unit and performed autofill test until it passes. He tested by using the machine for 2.5 hours and found no symptoms of autofill failure. Also, he performed iab fill several times but did not find the autofill failure symptom and the machine can be used normally.